Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel that led to an inhibition of ventricular pacing. Lead measurements are stable and consistent. The noise was unable to be reproduced.